Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensed noisy signals. Technical services (ts) reviewed the device data and noted that the oversensing resulted in inappropriate atrial tachy response (atr) mode switches and a signal artifact monitor (sam) episode in the right atrial (ra) channel. Ts recommended to evaluate the ra lead during the next in-clinic visit. No adverse patient effects were reported. This ICD remains in service.